Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle mesh. Later the pt experienced tailbone pain, dysuria, urinary retention, urinary tract infection, dyspareunia, bleeding, recurrence and the urethral area is very tight secondary to a suture in the suburethral area. An excision of the mesh, cystoscopy and cystocele repair with native tissue were performed.